Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for non physical devices.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy s23 (android 14) with mmt1886 780g pump (software version 6.23w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. Issue is confirmed. The provided app logs contain only analytics data; no diagnostic logs were found. We were unable to conduct a thorough investigation due to lack of diagnostic logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. From the analytic records we can see the app was unable to pair with the pump because device could not start advertising due to error 'error starting advertisement, reason toomanyadvertisers'. Most likely causes are there were other apps advertising at the moment, or the phone firmware did not stop previous advertisement from the mmm app. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: toggling bluetooth off then on or restarting the phone or clearing bluetooth system cache (rarely needed) 1. Open the settings application. 2. Scroll down until you find the general management option. 3. Scroll down until you find the reset option 4. Scroll down until you find reset wifi and bluetooth settings 5. Tap the blue reset button at the bottom of the screen. Uninstall the app that uses bluetooth check if some application using bluetooth is installed on the phone. If so the application has to be uninstalled. As an example of such applications could be fitness trackers apps, smart watches apps or smart home apps such as fitbit or polar flow and so on. After the apps are uninstalled the attempt to repair the pump should be repeated. Reset cache and app data for the bluetooth app open the settings application. Scroll down until you find the apps menu tap on the sort button enable the show system apps toggle and tap ok scroll through the list of apps and find the bluetooth agent app and tap on it find and tap the storage option. At the bottom, tap clear cache and then tap clear data. Try to pair phone with the pump (ensure app is in the foreground while pairing). Helpline further informed team that customer was able to upload therapy data to carelink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.